Manufacturer narrative:
Product event summary : the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix bent and it prevents helix extension/ retraction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead the helix would not extend or retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.